Event description:
It was reported that during the implant procedure, the left ventricular lead exhibited high pacing thresholds and the lead dislodged. The lead was not used and the patient would be implanted with an epicardial lead. The patient was in stable condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.